Event description:
It was reported that the device does not cycle, the pressure increases, and there is no expiratory phase. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. One (1) sample was received for evaluation. Visual evaluation did not show major physical damage to report. Functional testing revealed that the unit did not cycle at any setting. Continuous flow was observed as soon as the device was turned on. The cause of the reported problem is the input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6).